Manufacturer narrative:
H3, h6: we have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no part or lot numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out across all pico products. There have been further complaints reported with this failure mode in the past three years. The device was used in treatment. No samples were returned for analysis. A potential root cause for the problem is that there is an air leak within the device. This can be caused for a number of reasons including: dressing not applied properly, without creases and fixation strips filter / port not adhered to dressing correctly connector not correctly fastened and secured to the pump tubing trapped, folded over/kinked causing a blockage dressing integrity has been compromised skin has not been thoroughly dried before application of the dressing causing the dressing to not sufficiently adhere to the skin. A clinical investigation concluded: the data presented in the aged article does not provide insight or relevance to current clinical outcomes for the product / device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. As the product code is unknown, a review of the device labelling could not be carried out. The pico risk files contain multiple failure modes around exudate not being fully absorbed leading to local infection. Without further device information or information into the causes of the event, a more thorough review cannot be carried out. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith + nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the aim of the study was to evaluate wound healing in patients after an off-pump coronary artery bypass grafting procedure, using the internal mammary artery, treated with negative pressure wound therapy system. Immediately after the surgical procedure, a dressing system pico (smith&nephew) that contained an absorbing layer, using continuous negative pressure, was applied in 40 patients for up to 6 days after the surgery (group p). A control group was composed of 40 patients in whom conventional wound dressings were used (group c). In the group of patients treated with negative pressure dressing system, antibiotic therapy was initiated significantly less often as compared to the control group. In one case the negative pressure therapy was discontinued prematurely in group p due to leakage of the pico system and infection in the lower wound margin. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.